Event description:
It was reported that "both luers noted to have cracked and were leaking, necessitating catheter removal and replacement".

Manufacturer narrative:
Method - record review. Results - a review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. The root cause could not be determined because the physical device was not returned for a complete analysis.